Event description:
Severe reaction to bandaid brand products in the last few months despite having no history of a latex or adhesive allergy or previous issue with bandaid brand products. When a bandaid product is applied, and raised red rash in the exact shape of where the adhesive was applied to the skin forms. It becomes severely itchy and irritated if left on for a few hours or more. The irritation takes a few weeks to completely heal. Covering a wound.